Event description:
Procedures: laparoscopic roux-en-y gastric bypass, umbilical hernia repair, lysis of adhesions, liver biopsy, and gastrostomy tube placement. According to the operative report: during a gastric bypass procedure, in the application of the second to last cartridge, it was evident that the staples did not form well. The staple line was over sewed with 3-0 pds suture in two layers. It was intact and hemostatic. The anastomosis and staple line were then tested, insufflating 60 cubic centimeters of air with distal occlusion. Under saline, there was no bubbling with repeated attempts, and the tissue looked viable. Hemostasis was excellent. The patient tolerated the procedure well. Blood loss was less than 20ml. According to the initial reporter: on or about (B)(6) 2008, the patient began showing signs of a leak and complained of abdominal pain. On (B)(6) 2008, the patient returned to surgery to clean out an infection and repair a leak that was allowing gastric contents to seep into the patient's peritoneum. On (B)(6) 2008, patient suffered a stroke, which reporter claims resulted from failure of medical staff to properly cardiovert the patient.

Manufacturer narrative:
(B)(4). (B)(4).